Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they still kept receiving an insulin flow blocked alarm during basal, bolus, and hours after a bolus. They had called before and an infusion and reservoir change had resolved the issue. The customer had changed the set and at about 1 am she received the alarm. The customer's blood glucose level was 49 mg/dl. The insulin was not able to exit when the alarm occurred. Insulin did not exit during the 5.0 unit fill test. It was found during troubleshooting that the reservoirs were expired. The customer was sent emergency supplies. The device will not return for an analysis.